Event description:
Rv and atrial unipolar lead warning . Rv lead impeance bipolar 3420hms, unpolar 2660hms and atrial unipolar impedance 28sohms, bipolar 361ohms. This is on the new device, via the old device bipolar rv 393ohms, and atrial 365ohms, alert listed the rv impedance on 12/22 of 190ohms. Discussed new device looks at both leads. Continue to monitor impedances." Leads manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).